Event description:
Pt's wife reports that one of the pt's ms3 pumps will not allow them to increase the rate past 0.050 ml/hr. Pt was not using the pump yet when error occurred (they were trying to set it up to switch to this pump but they will continue using other pump.) No clinical injury reported. They will return malfunctioning pump for investigation, pharmacy sending replacement pump. Malfunctioning pump sn (B)(4), no other info. Dose or amount: 80 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.